Event description:
The surgeon questioned the navigation guidance of the kneealign 2 system in providing correct resection angles for the distal cut of the femur in a right total knee arthroplasty procedure. After making the distal cut with the kneealign 2 navigation, the surgeon made the remaining a/p chamfers and resections on the femur per the implant manufacturer's procedure. (The kneealign 2 system is not involved in navigating the position of these resections.) Then, after completing the tibial and femoral preparations, the surgeon determined that the knee was in a valgus position. The surgeon believed the orientation of the distal resection navigated by the kneealign 2 system was responsible for the valgus knee position, and subsequently used the implant manufacturer's instruments to redo the distal femoral resection.